Event description:
End user hospital rep0rts receiving a convenience kit in a hardpack tray with the tyvek lidstock not totally attached, thereby compromising sterility. The kit was not used. Will be returned for evaluation.